Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: two drill bit ø1.1 w/stop l52/4 (part 03.503.264 / lot u186310) were received for evaluation. Please note: upon visual inspection and dimensional testing only, one of the two drill bits has a broken tip; the other drill bit appears to be undamaged and conforms to drawings specifications. On the specific complained device, approximately 1.49mm of the distal tip is missing from the device and was not returned. The complaint condition of broken tip was confirmed. No definitive root cause was able to be determined; however, the failure mode may be consistent with off axis drilling and may have caught one of the already implanted screws or the patient may have harder than normal bone density resulting in the complaint description. The returned instruments are part of the depuy synthes matrixneuro instrument set. The drill bits are used to predrill holes prior to screw insertion. The relevant drawings for the instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 03.503.264, lot u186310: release to warehouse date: october 01, 2013 and march 03, 2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits were broken during the cranioplasty surgery on (B)(6) 2016. During the surgery, the surgeon pre-drilled three (3) holes in the skull with the reported screwdriver handle and the drill bit in order to insert the screws. Then the surgeon attempted to pre-drill the new hole, the drill bit broke and the fragment tip remained in the patient's skull. In order to remove the fragment tip, it would have been necessary to scrape off the bone around it. As the fragment tip was not sticking out of the bone, the surgeon decided to leave the fragment tip in the patient's skull. The surgeon used the spare drill bit to make holes after the event, and completed the surgery successfully. There was no surgical delay. The post-operative condition of the patient was reportedly well without any problem. This is report 1 of 2 for (B)(4).